Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 won't cauterize, had to open second unit.

Manufacturer narrative:
A, b5. Tw # (B)(4). Updated sections: a2,a3,a4,b4,b5,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 08/25/2025. An investigation was conducted on 08/26/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The jaws were observed in an opened state. The blue toggle was manipulated to close and open the jaws. The jaws were able to be closed with no physical or visual difficulties observed. The jaws closed normally and were aligned with each other. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed. The lot # 3000471818 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 won't cauterize, it worked for about 1/3 of the leg. Additional bleeding from the branch that was partially dissected the beeping sound was not heard when the toggle was pulled back to activate the device. The device time out for two seconds. The extension cord, adaptor and power supply were not swapped. A new device was used to complete the procedure. There was a seven minute delay.